Event description:
Pt has been unsuccessful, after repeated contacts with pip america, in obtaining reimbursement for the cost of a replacement saline breast implant which was needed after initial left implant ruptured two years after breast augmentation surgery. Pt stated that their implanting physician told them that they were having difficulty in obtaining payment for replacement implants from pip america so they had to pay the #1300 replacement surgery fee up front. Pt stated that they have spoken with customer service, pip, and threatened to seek legal action to no avail. Pt stated that they told pt that they are still awaiting info from their french supplier, polyimplant prostheses. First implant occurred in 1999 and completely ruptured over a five day period in 2001. Pt did not keep the lot number but stated it was the standard model having a volume of 485cc. Pt said that the implanting physician would have specific info about this implant. Pt stated that one of the employees of the implanting physician told them that there were as many as nine other cases where the implant ruptured a short time after surgery. Pt had no specific info about these implants but stated they were told that there was a "bad lot" of implants.